Manufacturer narrative:
For 5 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the issue was solved by the service actions. For 2 events, the investigation determined a bead mixer paddle issue was the root cause of the event. The follow up action for 1 event was that the syringe seals and pinch tubing were replaced. The sample and reagent probes adjustments were checked. The system volume was checked and the photo-multiplier tube was adjusted. Performance testing was run and was within specifications. The follow up action for 1 event was that an analyzer baseline check was performed, no abnormalities were noted. As a preventative/corrective measure, the sample probe, probe cover, and measuring cell electrostatic brush were replaced. Performance testing was performed, and passed. Service could not determine a cause for the issue. The follow up action for 1 event was that the field service representative checked the instrument and did not find any issues. The fsr replaced the pinch tube as it was nearing time to replaced. The customer had no further issues after the service visit. The follow up action for 1 event was that the field service engineer found an issue with the sample/reagent probe alignment. The fse cleaned the filter, adjusted and cleaned the sample/reagent probe, adjusted the rack sampler and checked liquid level detection voltage. The follow up action for 2 events was that the field service engineer found an issue with the bead mixer paddle and replaced it. The mixer speed was adjusted from 2300 rpm to 2030 rpm. Following the service visit, the customer had no further issues. There were no follow up actions for 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>10</noe> malfunction events. Questionable low results were generated by the cobas e411 rack analyzer. The events involved a total of 11 patients with the following: 2 questionable results for elecsys hcg + beta test system, 2 questionable results for elecsys estradiol iii assay, 1 questionable result for elecsys hcg test system, 3 questionable results for elecsys tsh assay, 1 questionable result for elecsys ft3 iii assay, 3 questionable results for elecsys ft4 iii assay, 1 questionable result for elecsys ca 125 ii assay, 1 questionable result for elecsys pth immunoassay. The patients' ages ranged from 27 years to 65 years. The other patients' ages were requested, but were not provided. The patient weight was (B)(6). The other patients' weights were requested, but were not provided. There were 3 females. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.